Event description:
A caller reported an issue with a cartridge alarm 20 on their pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed cartridge alarms with consecutive cartridges and decided to replace the pump. Although the pump was out of warranty, the customer may be interested in obtaining a new pump, and technical support started an out-of-warranty case issue. Meanwhile, the customer was advised to use multiple daily injections to ensure continuous insulin delivery.